Manufacturer narrative:
On october 7, 2022, mentor became aware that this incident was reported under mw5112164 to the FDA. It was reviewed by the clinician and event description was updated accordingly under field b5 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old female patient who underwent primary breast augmentation surgery (B)(6) 2016 with mentor smooth round spectrum 325cc saline implants (left sn: (B)(6), placement: ni, surgical approach: periareolar, length of incision: 3-4 in; right sn: (B)(6). Placement: ni, surgical approach: periareolar, length of incision: 3-4 in) reported being diagnosed with squamous cell carcinoma (scc) in 2022. Per the information provided, the patient had these breast implants for 12 years before being diagnosed. No further details were provided. Other cancers are known potential complications that may be associated with the use of the mentor saline-filled & spectrum breast implants and is listed in the instructions for use (IFU) as such. Based on the report source (via verbal communication from the patient, not confirmed by a healthcare professional) this case will be classified as a ¿not confirmed¿ case of bia-scc. Per the information provided, the patient had mentor implants at the time of the scc diagnosis, but the patient breast implant history is unknown. Therefore, this case is classified as a ¿not confirmed¿ mentor mixed bia-scc case. Follow-up has been initiated. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
After clinical/secondary review of this file performed on november 17, 2022, it was decided to remove "new patient code", and add clinical code "squamous cell carcinoma" to more accurately capture the reported event. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).h10 clinical code correction.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with 325cc mentor smooth round spectrum on both sides and experienced generalized illness symptoms including sharp pain, insomnia, swollen eye lids, and swollen hands, and feet postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.